Event description:
It was reported via user facility report: "left total knee revision due to failure of previous total knee arthroplasty." Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).